Event description:
A user facility inventory manager reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, h6 device component code.

Event description:
A user facility inventory manager reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed the blood leak was internal and occurred one hour and 49 minutes after initiation of treatment. A b.braun hemodialysis machine was used and alarmed appropriately with a blood leak alert. Blood was visually observed inside the dialyzer and into the arterial (red) hansen line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing non-fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 300 ml. The patient's blood was not returned. Immediately following the event, the patient had 2 hours and 11 minutes remaining in treatment and refused to complete their remaining treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were three other complaints reported against the lot. One of the complaints is not associated with the current event. One complaint addresses a blood leak with not enough information provided to determine if leak is internal or external (no sample). The other complaint addresses an internal blood leak (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed the blood leak was internal and occurred one hour and 49 minutes after initiation of treatment. A b.braun hemodialysis machine was used and alarmed appropriately with a blood leak alert. Blood was visually observed inside the dialyzer and into the arterial (red) hansen line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing non-fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 300 ml. The patient's blood was not returned. Immediately following the event, the patient had 2 hours and 11 minutes remaining in treatment and refused to complete their remaining treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.